Event description:
A journal article was reviewed which contained information regarding a pulmonary vein isolation (pvi) procedure which was complicated with cardiac perforation and subsequent cardiac tamponade. Further follow up did not yet yield any additional details. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
This information is based entirely on journal literature. This event occurred outside the us. All information provided is included in this report. Patient information is limited due to confidentiality concerns. Request for additional information will be made and upon receipt a supplemental report will be submitted accordingly. Without a lot number or device serial number, the manufacturing date cannot be determined. Since no device ID was provided, it is unknown if this event has been previously reported. Referenced article: influence of left atrial size on the outcome of pulmonary vein isolation in patients with atrial fibrillation. Kardiologia polska. 2014;72(11):1135-1140. (B)(4).